Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer position on the auxiliary was not reading as closed and was failing with multiple pockets. The field service engineer (fse) had found that the sensor was faulty and the fse opened the back panel and reset all connections and cables. The latch assembly and the inseparable magnet assembly were found to be loose. The fse reassembled everything and restarted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer was failed and displayed ¿failed to stay closed¿. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.